Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction (mi). The 90% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3.0mm and the lesion length was 10mm. A 3.0x12mm liberte stent was implanted. A second, unidentified lesion was also treated with unspecified means. During the procedure, the patient had an anterior mi due to an occlusion of the lad. EKG changes with st depression were observed. Cardiac markers were positive. At the time of the mi, anticoagulation included clopidogrel and aspirin. The procedure was not technically successful. Residual stenosis was 0%. The patient was discharged three days after the index procedure without angina or silent ischemia. Aspirin 100mg daily indefinitely and clopidogrel 25mg daily x 1 month were prescribed.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.